Event description:
Report received from a facility in (B)(6) states that the cutter was tested during the setup phase for a vitrectomy procedure and appeared to be working properly. However, once in the pt's eye, the surgeon noticed that the cutter had stopped cutting despite the stellaris unit functioning properly. Aspiration was present at all times. The cutter was changed and the procedure was completed without any impact or injury to the pt.

Manufacturer narrative:
The device had been retained by the facility. The sterilization and lot history records were reviewed and found to be acceptable.